Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, one of the ev lead rings was not in contact with the tissue at all times after the lead was secured. Full lateral view imaging showed a visible air bubble around the ring, resulting in out of range (oor) ring-to-ring impedance and make/break oversensing artifacts seen on nearfield electrograms (egm). A drop in the measured r-wave amplitude was also seen at times due to the loss of contact. The air bubble and lead issues were resolved via messaging the sternal area and introducing saline at the incision point. Defibrillation threshold (dft) testing was then attempted, however the induction attempt induced atrial fibrillation (af) which required external cardioversion. The ev-ICD system remains in use. No further patient complications have been reported as a result of this event.